Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device.

Event description:
It was reported that this valve model 3300tfx23mm was explanted due to endocarditis approximately four (4) years after its implant in a (B)(6) years old patient. When the valve was initially implanted the patient presented infective endocarditis with streptococcus viridans. The patient was reported to have teeth´s infection. The patient was readmitted 4 years later with endocarditis and vegetation a clostridium difficile infection was found. The valve was removed, during explant an infection area was found affecting the right and the non coronary area (chronic infection) requiring debridement and patching. A postoperative echocardiogram showed a well seated valve with a peak gradient was 21 mmhg and the mean gradient was 12 mmhg. There was no perivalvular leak or other adverse events for the patient. A new valve model 3300tfx23mm was implanted. The explanted valve is not available for return. It was reported that this (B)(6) year old patient with a bioprosthetic aortic valve, implanted for approximately four (4) years, was explanted due to recurrent endocarditis. When the valve was initially implanted the patient presented infective endocarditis with streptococcus viridans. The patient was reported to have teeth´s infection. The patient was readmitted four (4) years later with endocarditis and vegetation a clostridium difficile infection was found. The valve was removed, during explant an infection area was found affecting the right and the non coronary area (chronic infection) requiring debridement and patching. A postoperative echocardiogram showed a well seated valve with a peak gradient was 21 mmhg and the mean gradient was 12 mmhg. There was no perivalvular leak or other adverse events for the patient. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be determined with the available information. The subject device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this 51 year old patient with a bioprosthetic aortic valve, implanted for approximately four (4) years, was explanted due to unknown reasons. The device was replaced with another edwards bioprosthetic valve. No other details were provided.